Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unspecified errors and motor error alarms. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump buttons were sticky and had to pressed twice. Customer stated that the insulin pump rejected new batteries, had diminished battery life and had polarized screen. The insulin pump will not be returned for analysis.